Event description:
The patient reported through (B)(6), she had an icl implantable collamer lens implanted in her left eye (os) 3.5 weeks ago and she is having trouble reading text. Her vision is not as clear/crisp or as in focus as when she was wearing contact lenses. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4): lens implanted.